Event description:
It was initially reported in clinic notes that the patient who had previous been seizure free since being placed on 200 mg of potiga had a recurrent spell. The episode was typical and not a new seizure type but was reported to have possible lasted longer or been stronger, the episode lasted about 1-2 minutes and the patient's prior episodes lasted less than a minute. The patient has her portiga dose increased to 300 mg at that appointment. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccumconsumed memory locations revealed that 98.796% of the battery had been consumed. The battery, 2.690 volts as measured during the final electrical test, suggest an ifi partially depleted battery condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was provided regarding the patient. It was unknown if the change in seizure pattern was related to vns. There was nothing noted regarding the relationship to vns. There is no malfunction suspected with vns. There were slight adjustments made to the patient vns but nothing that would indicate that vns was the cause. There was nothing known that would have precipitated to change in seizure pattern. No further information was provided.